Manufacturer narrative:
The technician replaced the hi/low drive to resolve the drifting issue. He found the bed out of service in the bed shop and there were no injuries.

Event description:
Information received indicates, the hi/low drive is drifting.